Manufacturer narrative:
The proportional valve was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the automatic ventilation of start-up check failed with error of ppeak +100mmh2o. There was no reported patient involvement.